Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A hosp materials mgr, acting as the reporter, reported that during surgery an illuminator fell apart. Report states there was no harm to the pt.